Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It is reported that a customer experienced low blood glucose of 49 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that the keys would scroll endlessly. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).